Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via company representative regarding a patient receiving baclofen 2000 mcg/ml at 600 mcg/day via an implantable pump. The indication for use was the patient¿s medical history included spinal damage related to tumor. The patient reported increased spasticity and a ¿lump¿ on their back at the site of the catheter insertion. It was unknown if any environmental, external or patient factors may have led or contributed to the event. Diagnostics and troubleshooting included exploratory surgery to find the leak, repair it and place the catheter in a different location. The interventions and actions were a catheter revision via laminectomy. The catheter was removed and the hole repaired with tisseal and then placed the same catheter in a different spot. The physician decreased the pump rate to 400 mcg/day. The issue was resolved at the time of the report and the patient¿s status was alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.